Event description:
A talent stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that approximately eight years and one month post index procedure the patient presented emergently with a ruptured aneurysm. The talent stent graft bifurcate was found to have migrated and was 2 cm distal to the lowest renal artery and there was a proximal type I endoleak. It was also discovered that there was a fracture in the supra renal stent of the talent stent graft bifurcate. The physician elected to implant a 36x70 and a 36x49 endurant aortic cuffs proximally and the event was resolved. Per the physician the cause of the event was due to disease progression. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth, no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film evaluation results are: the exact cause of the bare spring fracture and severance from migrated bifurcate that led to proximal type I endoleak, which resulted in the aneurysm rupture, could not be conclusively determined from the single x-ray image provided. The pre-implant anatomy information, films at implant, earlier post-implant films, additional films at the time of the event, and films during secondary intervention were not provided. The bifurcate location at implant was unknown. The complete anatomy information could not be assessed. From the single x-ray image provided, the bifurcate main body to the limbs were acutely angulated ~ 60 deg, r-l. It is possible that the disease progression over the 8 year implant duration, in addition to high aortic angulation, may have contributed to these events.